Event description:
On 03/14/2024, it was reported by a sales representative via e-mail that an 1192-095 telescoping lag screw left would not advance into the femoral head. This occurred during an im nail hip procedure on (B)(6) 2024. Additional information received on 3/18/2024: the case was completed using a right lag screw.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.